Event description:
This is the first of two reports concerning the same patient. This report concerns (B)(4). Integra meshed bilayer wound matrix size 8x10 lot number 105na0261643. It was reported: 'idrt mwm was applied to patient (55%tbsa, pbi121), but the patient died the next day. ((B)(6) 2014). Operation (both debridement and application of idrt) took place on (B)(6) 2014, a day after the patient arrived. With lung emphysema, physiological condition of the patient was severe from the beginning. It was severe enough for surgeons to perform the operation in the ICU, not in the operating room. Surgeons do not attribute idrt to patient death.'

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.